Event description:
During an atrial fibrillation ablation procedure, the agilis nxt introducer and dilator assembly was advanced to the left atrium after transseptal puncture. While attempting to aspirate blood through the agilis extension tube, the physician noted only air could be withdrawn. The dilator was removed from the agilis introducer and a non-sjm lasso catheter was inserted. Geometry of the pulmonary veins was collected and the ECG indicated st segment elevation. The lasso catheter and agilis introducer were removed and the physician noted blood leaking from the hemostasis valve of the introducer. The st elevation resolved with no intervention and the pt remained stable. The procedure was successfully completed with a new agilis introducer.

Manufacturer narrative:
One 8.5f agilis nxt introducer was returned for eval. No visible anomalies observed. The device did not pass leak testing. Following functional testing of the introducer, the cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. The proximal seal was properly seated in the hub cavity. After removal of the proximal seal, the distal seal was observed to be out of position in the hub cavity. Further inspection of the seals identified tearing to the proximal seal resulting in a hole as well as minor tearing to the distal seal. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The cause for the reported and confirmed leak and observed damage at the hemostasis valve is consistent with damage during use.